Manufacturer narrative:
An event of new onset dysphasia and new onset right paresthesia and calcium embolization causing stroke were reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a 25mm portico valve was implanted with a final depth of 3mm. Pre-dilation and post-dilation were both performed. No implant complications were reported. In the cath lab, prior to leaving the procedure room, the patient developed new onset dysphasia and new onset right paresthesia; stroke was diagnosed and neurology was consulted. Neuro intervention was performed and opened the cerebral artery by different techniques, recovering calcium and cloth. Calcium embolization was reported to be the cause of the patient's stroke. The patient was reported to be recovering.